Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had "alarms going off". No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one hl-90 was received in good condition. A device temperature check was performed on the device. The device operated as intended and alarmed per specification. This was contrary to the customer complaint. The customer complaint was therefore not confirmed. The heater on the device was replaced because it failed safety/electrical testing.